Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of insulin pump were not working, however escape and up button were working. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the buttons were not responding when being pressed. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.